Event description:
It was reported that the capstone inserter tip broke off during insertion. The broken off tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to manufacturer for evaluation. Visual macroscopic exam and microscopic exam show that the lower tab of the instrument is completely broken off. The broken piece was not returned for the analysis. The examination of fractured surface suggests that the excessive bending force was applied which initiated the crack at the inside edge of the tab and propagated towards the outside till the final breakage of the tab. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.